Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event: product family: scs, model: 3186, serial: (B)(6), batch: 5488056.

Event description:
It was reported that, during an elective ipg replacement, it was found that one of the leads had migrated. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced, resolving the issue. Note: investigation was unable to determine which lead had migrated.